Event description:
It was reported that device entrapment occurred, requiring an additional device to remove. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the rotapro burr became stuck in the lesion. An attempt was made to pull to remove the rotapro burr; however, it was not successful. A second physician also attempted to remove, without success. The rotapro advancer body and driveshaft were cut to remove the outer sheath to expose the driveshaft. The procedure was completed, and the device was successfully removed by advancing a non-boston scientific guide catheter extension over the burr. The wire and rotapro burr were removed together, however they were not entangled. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding product details but was unable to be obtained.